Event description:
It was reported that a patient underwent a hip procedure on (B)(6) 2024 and barbed suture was used. During the procedure, suture did not lock. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please inform the patient¿s current health status and condition. -it was informed that "suture did not lock". Please provide details about the issue occurred. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.